Event description:
Healthcare professional reported "capsular contracture baker grade iii, and removal of textured breast implants due to the patient¿s concern with the product". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and removal of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed 1 opening assessed as surgical damage like. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Health effect- impact code: f2203. The event of capsular contracture is a physiological complication .and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. And removal of textured breast implants, due to the patient¿s concern with the product. Device has been explanted.